Event description:
The product used was the fasciablaster. It caused separation of my skin from underlying structures as well as severe "detox" of unk origin and overall malaise when used as instructed.